Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vf. From 18:19:49 to 18:21:20, vf was seen. Varying amplitudes and motion artifact obscured the rhythm and prevented the lifevest from treating the patient. At 18:22:16, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with motion artifact. From 20:41:18 until 20:43:01, vt was seen. CPR/motion artifact obscured the rhythm and prevented the lifevest from treating the patient. Device was shutdown at 20:43:01. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.